Manufacturer narrative:
Based upon the visual inspection of the submitted wheelchair it is our opinion that the damage oserved was most likely due to unusual or abnormal conditions during service. It is possible that a severe side load, such as during a "high speed" turn, the wheel rim could twist or "cock". In this condition, the edge of the wheel would initially contact the lower back corner of the clothes guard. In a turn to the left, a load on the left wheel could result in this type of contact. This could pull or tear the corner of the clothes guard away from the chair to result in continued contact with the spokes of the wheel. Examinations of the wheelchair did not reveal evidence of raw material defects, mfg abnormalities, improper assembly, or obvious design deficiencies. The examinations revealed evidence of unusual service conditions as evidenced by severe wear to the tire lead and sand on the wheel rims. Based upon these inspections, the damage to the wheelchair appeared to be caused by abuse during service.

Event description:
While as school, pt was being pushed in the wheelchair when the wheel came off, the other turned sideways and would not turn. Pt was not injured. No medical treatment required.